Event description:
It was reported that the patient passed away due to valve thrombosis; they developed severe aortic valve thrombosis after aortic valve replacement (avr). The pump was working as expected. No pump related issues were reported. The outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.